Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with reflin injection 1 gram per day (route and duration not reported), tobramycin injection 1 gram once daily (route and duration not reported), and heparin injection (route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was hospitalized for the event of peritonitis. At the time of this report, the patient is recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.